Event description:
As reported, unable to inject water into a cook® cervical ripening balloon. There was no evidence of a leak. Another same type device was used to complete the procedure. Upon inspection of the returned device, a large white piece of crystallized foreign matter was present inside the uterine balloon. The device was function tested by inflating the balloons with water. The uterine balloon was able to be inflated, and the foreign matter inside dissolved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation ¿ evaluation a visual and functional inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The complaint device was returned for evaluation without package or label. A large white piece of crystallized foreign matter was present inside the uterine balloon. The device was function tested by inflating the balloons with water. The uterine balloon was able to be inflated, and the foreign matter inside dissolved. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Cook reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The source of the foreign matter could not be identified as it dissolved when the returned product was being investigated. It is not possible to rule out cook, the sub assembly supplier, or the procedure as possible sources of the unknown foreign matter. A definitive cause of the event could not be determined from the available information. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, unable to inject water into a cook® cervical ripening balloon. There was no evidence of a leak. Another same type device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.